Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, no nonconformance were found related to this complaint. No further escalation is the most probable cause of the identified failure was traced to failure to follow instructions. No further escalation is required. A labeling review was conducted using the product label evis lucera elite colono videoscope operating manual. No anomalies were found. Is the reported risk/harm listed in the IFU? Yes. Was the device used in accordance with the IFU/label? No, in the IFU it is stated: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ does the IFU/label need to be revised or was there an issue with translation, wording, or graphics? No. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope exhibited the jet tube had white foreign objects. There was no patient involvement.